Event description:
It was reported that the rigid optical laparoscope's insertion tube had an indentation. The issue was found during reprocessing. The procedure was completed using a similar device. There was no delay. The patient was not under sedation, and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The unspecified diagnostic procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the suggested event was likely due to excessive force. Olympus will continue to monitor field performance for this device.